Manufacturer narrative:
The service rep removed improper screw. This corrected the problem. Performed pm inspection. Tested, system operates as intended.

Event description:
Customer reported iris pot error. No pt involved.